Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the battery will not charges and it's giving a battery message failure. The customer reported the unit was not in use on patient.